Event description:
It was reported that there was a suspected inappropriate shock for possible rapid ventricular response (rvr). An atrial arrhythmia was in progress at time of therapy, which was detected as ventricular fibrillation (vf). The implantable cardioverter defibrillator ( ICD) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.